Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. One device was received. Visual inspection: corroded drain fitting, cracked tank cover, faded line cord, and outdated printed circuit board (pcb) and power switch. Functional test: filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. Observed that the device temperature would not stabilize a test printed circuit board (pcb) was installed and after the temperature was set it would not move. Complaint was confirmed. A root cause was a faulty printed circuit board (pcb) due to wear from usage. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional information received confirming that the event occurred during preventative maintenance. No adverse patient effects were reported by the customer.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. UDI section of d4 is unknown, no product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer won't regulate temperature. No report of patient involvement.